Event description:
Related manufacturer reference number: 2017865-2024-33736. It was reported that the patient presented in clinic for an follow up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing and r wave amplitude variation. The noise oversensing caused pacing inhibition. Furthermore, the right atrial (ra) lead exhibited noise oversensing that caused inappropriate mode switch. The programming changes were made. The patient was stable throughout.